Event description:
In 2009, while attempting to access kidney for nephrostomy for the placement, the ox18 wire from a cook neff set got in a knot. While the physician was attempting to remove the knotted wire, he did not want to loose access so he tried to pull the knotted wire through the needle, approximately 1 cm piece of the wire sheared off and remains in the patient. Patient was released.

Manufacturer narrative:
Unfortunately, the product was not returned for evaluation. However, from the complaint description it is possible the device separated due to torturous anatomy or was damaged by the needle or other instrument/device during the procedure. It has been determined the root cause for this event is due to off-label/user error. This device is inspected 100% for bends, kinks, adequate joint strength and other surface imperfections prior to transport. A caution label is supplied with this device, warning against withdrawal and/or manipulation of the distal spring coil portion of the wire guide through the needle tip as this may result in breakage. The appropriate individuals have been notified and we will continue to monitor for similar complaints.